Event description:
Consumer complaint of high blood results. Back to back test results during call were 175 mg/dl, 177 mg/dl. Results reviewed in memory showed 191 mg/dl, 148 mg/dl, 130 mg/dl, 120 mg/dl and 72 mg/dl (cannot see time/date). Caller believes her results are between 70 and 100 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).